Manufacturer narrative:
There is now a reported administration of oral antibiotics and subsequent removal of fluid pocket at the implant site (date not reported). This report is submitted 02 december 2019.

Manufacturer narrative:
This report is submitted on may 29, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient has an infection and skin breakdown. The device remains in-situ as at the time of this report, may 28, 2019.